Event description:
Unable to ablate pulmonary veins. Procedure aborted after femoral venous access x 4, sedation and anticoagulation given. Pt had to be rescheduled. Also of note, equipment rep for 3d mapping unavailable at the last minute. Leak in cryo balloon, unable to hold pressure. (B)(4).